Event description:
Manufacturer ref # (B)(4).

Manufacturer narrative:
It was reported that the servo-I panel showed green screen at startup. A quote for a new panel and other parts was sent to the customer but there is no information if the quote was accepted. This information is not specific enough to point to any particular fault. The only information received regarding this complaint is the information stated in the complaint form, which is not enough to determine the root cause of the reported failure.

Event description:
It was reported that the ventilator's screen was green at startup. There was no patient involvement. Manufacturer ref.#: (B)(4).